Manufacturer narrative:
He following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary: one open pen needle sample was returned from an unknown lot no., cat. No. Unknown. Visual examination of the returned sample was carried out and a broken cannula non patient end was observed. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that unspecified bd¿ pen needle broke. The following was received from the initial reporter: rear cannula end is broken.

Event description:
It was reported that unspecified bd¿ pen needle broke. The following was received from the initial reporter: rear cannula end is broken.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.